Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the neutraclear needle-free connector leaked while flushing the distal port. The following information was provided by the initial reporter: "portacath in pt's r) chest accessed on arrival to ward. New neutraclear connector attached. When pulsatile flushing most distal to port access site, leaking was noticed from connector most proximal to pt. No leaking evident when proximal connector flushed. Ensured that both neutraclear connector were tightly screw on before flushing".

Manufacturer narrative:
H6: investigation summary: an el200 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20c16-t. From the information provided by the customer it appears that leakage was observed from the connection of the neutraclear to another product the details of this feedback were forwarded to the legal manufacturer of the product, cair lgl for investigation. A review of the production records from lot 20c16-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports for leakage against the el200 product in the past 12 months. H3 other text : see h10.

Event description:
It was reported that the neutraclear needle-free connector leaked while flushing the distal port. The following information was provided by the initial reporter: "portacath in pt's r) chest accessed on arrival to ward. New neutraclear connector attached. When pulsatile flushing most distal to port access site, leaking was noticed from connector most proximal to pt. No leaking evident when proximal connector flushed. Ensured that both neutraclear connector were tightly screw on before flushing."